Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to clinic after receiving patient notification alert, multiple noise episodes sensed as vf were observed. Device was turned off and the patient was given life vest. Lead was explanted and replaced. Patient tolerated the procedure well and will be followed normally.